Event description:
Information received by medtronic indicated that the retainer ring was loose. The customer stated that the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported the retainer ring is loose and is looking to get a replacement. Pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked keypad overlay. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In summary, the customer¿s report of a loose retainer ring was not confirmed during visual inspection; however, there is cosmetic damage to the pump since the middle (enter) keypad button is cracked. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.